Event description:
"Caller alleged discrepant results compared with the lab. Target range is 2.0 - 3.0.

Manufacturer narrative:
Investigation: per general description, customer obtained 3.5 inr lab result a day after testing inratio meter and is excluded from comparison test. Since the time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user: date: (B) (6) 2010, 1st inr = 7.1; 2nd inr = 6.0. A 6.0 inr is utilized for the purpose of comparison test. Mean = 6.55; sd = 0.78; %cv = 11.88. Since 11.88% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Inratio precision data provided by end-user: date: (B) (6) 2010, 1st inr = 5.1; 2nd inr = 6.1, mean = 5.60; sd = 0.71; %cv = 12.63. Since 12.63% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Meter was returned and functional testing performed. Meter functional test failure may indicate testing platform sensor and/or software did not correctly detect testing signals. Visual inspection revealed slight contamination on heater plate. Data analysis of precision cv% calculation from comparison test data provided by end-user revealed precision criteria was met. Data analysis of mean calculation from comparison test data provided by end-user will not be performed for tests done more than three hours apart. There is a high possibility that the discrepancies are due to changes in the status of the patient. There is insufficient information to determine the root cause. As of 02/24/2010, 8 discrepant results complaints were reported for lot #213037 yielding a complaint rate of 0.016%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.